Event description:
It was reported that the procedural delay was 5-10 minutes. The distal cover was believed to possibly have fallen off in the stomach but was unable to be found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to patient identifier (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00079.

Event description:
It was reported during a diagnostic endoscopic retrograde cholangiopancreatography the distal cover fell off and was not recovered. This led to a surgical prolongation of less than 30 minutes. There were no reports of patient harm and the procedure was completed using a back up device.